Event description:
The report received from the affiliate indicated that the distal part of the recall/capture sheath of the 180 cm. 5 mm. Angioguard rx embolic protection device was out of shape and that the deployed filter could not be recalled/captured. Another sheath was used to complete the procedure successfully. There was no reported patient injury. Additional information has been requested. Addendum: the product was returned and the preliminary inspection indicated that the tip for the capture sheath was found to be separated.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10264611.

Manufacturer narrative:
Complaint conclusion: the distal part of the capture sheath of the 180 cm. 5 mm. Angioguard rx embolic protection device was out of shape and that the deployed filter could not be recaptured. Another sheath was used to complete the procedure successfully. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile angioguard was received coiled inside a plastic bag. The capture sheath was received for evaluation and it was observed that the 20 cm distal section was bent. The filter basket was received loaded in the deployment sheath. No evidence of damage was observed on the guidewire or in the filter basket. The unit was inspected under microscope and it was observed that the tip of the capture sheath was separated. The unit was sent to sem analysis; sem results revealed that the surface of the capture sheath tip exhibited evidence of severe abrasion marks and elongation. Elongation is a common characteristic of samples which underwent pulling/ stressing prior to the separation. In addition, according to the scratching condition, it is feasible that an external object had exerted pressure on the material and consequently left the scratching marks. There is no evidence of any other kind of damage and no visual evidence of any chemical degradation in the material was noted. Functional analysis could not be performed due to the received conditions of the capture sheath. (B)(6) lot # 10264611, cordis lot #: 70413530. Per (B)(6) report c 13,910: (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10264611. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2013. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaint reported by the customer as: "capture sheath ¿ out of shape¿ was confirmed owing to the missing part of the distal end; as per sem analysis, the most likely cause for the separation is a pulling/ stretching event prior to the separation. The complaint reported by the customer as: "capture system ¿ capture difficulty¿ could not be evaluated owing to the separation condition on the tip of the capture sheath. As per the event description and product analysis, it is very likely that the inability to capture the filter is related to the separation condition of the tip. Neither the DHR nor the product analyses suggest that the experienced failure could be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information provided it is very likely that the inability to capture the filter is related to the separated condition of the tip and that per sem analysis, the most likely cause for the separation is a pulling/ stretching event prior to the separation. Vessel characteristics and procedural factors may have contributed to the reported event.